Event description:
This case was reported by a consumer and described the occurrence of almost choking in a pt who used poligrip (super poligrip comfort seal strips) for loose dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started using poligrip. The pt reported that the product desolved in their mouth and "almost choked them to death". This case was assessed as medically serious by gsk. Treatment with poligrip was discontinued. The outcome of the event is unk. No further info was provided. The lot number for this product is available and quality testing is pending.